Manufacturer narrative:
Based on the information provided, review of the surgical technique manual and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: initial surgery (left side): three ifuse implants, all 7.0 mm. Surgeon and surgery date unknown. Ifuse procedure on (B)(6) 2013, ifuse implants added (left side): ifuse implant, p/n 4040-90, lot# 8029003804003, manufactured 08/06/12, expires 2015-09. Ifuse implant, p/n 4045-90, lot# 3782-10035, expires 2014-04. Ifuse implant, p/n 4050-90, lot# 8136003938005, manufactured 08/28/12, expires 2015-10.

Event description:
The patient had initial left side ifuse si joint arthrodesis prior to (B)(6) 2013. In (B)(6) 2013, the surgeon added three additional implants to the left si joint. The patient later had a return of her pain symptoms. In (B)(6) 2015, the surgeon used osteotomes and chisels to remove five of the six ifuse implants, leaving one of them in place. He then added iliosacral screws for fixation. The status of the patient following the revision is not yet known.